Event description:
It was reported the customer's escape button was not working. The customer was also receiving unexpected restart alarms that they could not clear. The customer has tried several batteries, but the issue persists. Customer's blood glucose was 7 mmol/l. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.